Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that following a review of the data conducted by the national joint registry in (B)(6) 2019 on aura ii cementless stem"aura ii cementless stem ¿ level 2 performance status in primary hip replacement", on 304 primaries surgeries, 33 had been revised. The patient underwent a revision due to dislocation. The acetabular cup and liner have been removed. No other adverse events have been reported as a result of the malfunction.

Event description:
It was reported that following a review of the data conducted by the national joint registry in march 2019 on aura ii cementless stem "aura ii cementless stem ¿ level 2 performance status in primary hip replacement", on 304 primaries surgeries, 33 had been revised. This complaint is related to revision due to dislocation: the patient underwent a revision of the right hip due to dislocation, 13 years after implantation. The acetabular cup and liner were removed

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D11-associated products : p0402h50 eternity acetabular cup 28 x 50mm batch : 0000146882. 164191 biolox forte modular ceramic head 28mm standard neck 12/14 taper batch : 1105057. P0126h05 aura ii hip ha coated right size 5 batch : 0000161237. The product analysis can't be performed as the product was not returned. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. A complaint extract was done regarding revision due to dislocation: 1 complaint (1 product), this one included, has been recorded on eternity inlay 46. 48. 50 dia 28, reference p0507001, from 01 january 2017 to 31 august 2020. 1 complaint (1 product), this one included, has been recorded on eternity inlay 46. 48. 50 dia 28, reference p0507001, batch 0000176213. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.